Manufacturer narrative:
Case (B)(4).

Event description:
It was reported that during intertan nail surgery, the most distal screw interfered with the outside the screw hole on the nail. Then the connecting part on the screw head was stripped while the surgeon attempting to remove the screw. Finally, the surgery completed without removing the screw. The screw left inside the patient. 60 minutes surgical delay. No serious injury reported.

Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to surgical technique used, size of device or user/procedural variance. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.